Event description:
When using ifc the battery and compartment get very very hot and then the unit shuts down. No harm to pt.

Manufacturer narrative:
Zynex: unit powered on, passed final testing with no problems found. Did not get any overheating from the unit and ran the unit for over 15 minutes. No problem found.